Event description:
It was reported that screw at tooth site 45 fractured at the threads of the screw and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Reporter name and address and email unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4) the following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One screw was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is #45 and length usage is unknown. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: 'warnings' 'precautions' 'potential adverse events'. DHR review: DHR review was completed for the subject lot number (1230451). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1230451) for similar event and no other complaint was identified. Post market trend review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.